Manufacturer narrative:
The insulin pump had a motor error alarm during the occlusion test and unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The motor passed motor test. Analysis was unable to perform the occlusion test due to prime anomaly. The insulin pump was received with cracked battery tube threads, reservoir tube lip, scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.